Manufacturer narrative:
Reference: case-(B)(4).

Event description:
It was reported that journey ii cr femoral impactor was broke during impacting. There was no injury, no delay, no fragments left in the patient, and a smith+nephew backup device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the femoral impactor bumper broke during impaction. Per complaint details, all pieces were recovered. There was no patient harm reported, and the procedure was completed with minimal delay, using a backup device. No further clinical assessment is warranted. A visual inspection confirmed one of the tabs is broken off the outer-grip locking fem implant impactor. The device shows minimal signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch a review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.